Event description:
The pump was returned for investigation. Investigation revealed that the display lens was cracked at the bottom left corner of the display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4)2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display lens was cracked at the bottom left corner of the display. Unrelated to the display lens issue, the audio bolus button cover was found to be detached and missing from the pump. (B)(6).